Event description:
It was reported that the patient presented for a device changeout procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low sensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.